Event description:
It was reported that an erosion had occurred after the patient¿s pump was implanted in (B)(6) of 2012. The pump had to be replaced on (B)(6) 2013 as it was coming through the skin. It was noted that there was no problems with the pump and that the patient was very satisfied with it. It was noted that it was a problem with the patient¿s spine and the erosion issues with the pump protruding through the skin. It was unknown what was infusing at the time of this event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# b002523n02, implanted: (B)(6) 2003, product type: catheter. (B)(4).